Event description:
Additional information was received that reports "we are currently waiting for the hospital to release the pump. Currently risk management has the device."

Manufacturer narrative:
B5. Additional event description added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 51-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. While on support, the impella cp device was operating at performance level 8 with expected flows of 3.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. During transport, while the patient was being loaded into a helicopter for transfer to a higher level of care, the impella catheter became disconnected from the console. The device was reconnected; however, the pump did not restart. Due to the pump stop, the impella cp device was removed. The patient subsequently expired. The death is conservatively being reported; however, it is likely attributed to the patient¿s underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage d. The pump stop event and advanced stage of shock may have contributed to the patient outcome.